Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues observed in the black box. Visual inspection revealed no damage to the battery compartment or cap. Evaluation found that the pump powers up properly with no alarms. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that the pump shut off without giving a low battery warning. There is no indication that a replace battery alarm was emitted either. The reporter stated that the battery was replaced, and the pump powered on appropriately. There was no alleged patient impact as a result of the reported malfunction. This complaint is being reported because the pump allegedly powered off without emitting the appropriate warnings/alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.